Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain worsen after essure insertion") in an adult female patient who had essure inserted. The patient's past medical history included pregnancy, parity 3 and chlamydial infection in (B)(6) 2018. Basic healthy. She denied gynecological and non-gynecological concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure and fallopian tubes on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. The reporter commented: the removal of essure was performed according to patient's request and due to lower abdominal pain. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira on (B)(6) 2018. The most recent information was received on 23-oct-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain worsen after essure insertion") in an adult female patient who had essure inserted. The patient's past medical history included parity 3, parity 3 and chlamydial infection in (B)(6) 2018. Basic healthy. She denied gynecological and non-gynecological concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure and fallopian tubes via laparoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. The reporter commented: the removal of essure was performed according to patient's request and due to lower abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain worsen after essure insertion") in an adult female patient who had essure inserted. The patient's past medical history included parity 3, parity 3 and chlamydial infection in (B)(6) 2018. Basic healthy. She denied gynecological and non-gynecological concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure and fallopian tubes via laparoscopy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower to be related to essure. The reporter commented: the removal of essure was performed according to patient's request and due to lower abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: report from physician via valvira. Reporter´s contact details and that procedure was laparoscopic fallopian tubes removal. Batch number not available. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.